Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of no conductive telemetry was not confirmed. Visual inspection noted the inner and outer helix were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed including 3d x-ray found no anomaly.

Event description:
It was reported during an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026 that there was no conductive telemetry. The alp was not used, and a new alp was successfully implanted. The patient was stable throughout the procedure.